Event description:
It was reported that during service, the ht70 plus ventilator failed to alarm during shutdown. There was no patient involvement at the time of the event.

Manufacturer narrative:
Device evaluation: an investigation was performed on the returned ht70 plus ventilator and the reported issue was confirmed. The main control board was replaced and the alarm was consistently audible. During factory processing, the reported issue occurred again. In addition, the unit did not pass power on self-testing (post). The post issue was addressed by replacing the single board computer (sbc) board. Another investigation was performed and alarm issue was isolated to a short between the traces of the top membrane connector. The top membrane was replaced and the unit was processed per service instructions. The unit passed all testing and operated within the manufacturing specifications. The ventilator was returned to the customer. If information is provided in the future, a supplemental report will be issued.